Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-03-31; mfg date: 2016-3-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-03-31; mfg date: 2016-03-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30, mfg date: 2017-06-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30; mfg date: 2017-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. A ventricular assist device (vad) stop alarm occurred at the same time the battery capacity of one of the batteries connected to the controller went from three green lights, to orange, and then no lights. Controller power-up and pump start events were noted on log files. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con306402) and four batteries (bat215744, bat216050, bat581259, bat581260) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events. As a result, the reported power switching event was not confirmed. Two (2) vad disconnect alarms were logged on the reported event date, likely due to the controller exchange. A controller power up event was logged on (B)(6) 2018 at 23:12:37. The patient might have described the controller power up event as the reported "vad stopped alarm". The data point prior to the loss of power revealed that bat581259 was connected to power port one (1) with 70% relative state of charge (rsoc) and a controller ac adapter was connected to power port two (2). The data point after the controller power up event revealed that bat581260 was connected to power port one (1) and a power source adapter was connected to power port two (2). The controller was without power for 22 seconds. No abnormalities were observed leading up to the loss of power. Based on log file analysis, the controller loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat215744 d10: yes, return date: 2018-03-29 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213. FDA conclusion code(s): 67 battery bat216050 d10: yes, return date: 2018-03-29 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat581259 d10: yes, return date: 2018-03-29 h3: yes h6 FDA method code(s): 10, 4112. FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat581260 d10: yes, return date: 2018-03-29. Yes. FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and four batteries (bat215744, bat216050, bat581259, bat581260) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. As a result, the reported ¿battery leds changing from green to orange to off¿ could not be confirmed or duplicated during testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events within the past 30 days of available data. As a result, the reported power switching event was not confirmed. Log file analysis revealed four (4) controller power up events, three (3) motor starts, and four (4) vad disconnect alarms logged on (B)(6) 2018, likely due to the setting up of the controller. Additionally, a controller power up event was logged on (B)(6) 2018 at 23:12:57. No abnormalities were observed leading up to the loss of power. The controller was without power for 22 seconds. The patient likely perceived the continuous audible alarm generated from a loss of power event as the reported ¿vad stop alarm¿ heard. Two (2) vad disconnect alarms were logged on (B)(6) 2018, likely due to the reported controller exchange. As a result, the reported ¿vad stop alarm¿/loss of power was confirmed. Based on the risk documentation, a possible root cause of the vad disconnect alarms observed in the logs can be attributed, but not limited, to a marginal driveline connection and/or a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.